Event description:
The patient experienced abdominal and chest pain. The patient felt these symptoms even when the implantable neurostimulator was turned off. An x-ray in 2008, showed that the lead was very mobile. A laminotomy with placement of a surgical lead at t8 and t9 occurred 2 days later. The patient had excellent stimulation afterward. The hcp reported the patient outcome as 'no injury'.